Event description:
It was reported the ventricular connector cable is "sunk." The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case, lower case, knobs and the battery drawer were contaminated, the side bail covers were broken and contaminated, the ring cover was broken and the ring bail was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.